Event description:
Customer reports a blank lcd screen. Customer states that after receiving battery cap, insulin pump still shuts off. Customer's blood glucose was 400 mg/dl, which was treated with manual injection. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not plugged in properly. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).